Manufacturer narrative:
Additional information received. Updated f code to add additional device... Updated b. 'Describe event or problem'.

Event description:
Customer reply indicates: was this a significant delay or was this a minor delay? Minor delay did the delay result in any negative outcome to the patient? Yes, pt had to be poked again with new catheter.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: we¿ve had multiple instances where there has been a delayed safety activation on these IV catheters. This occurred on several locations throughout the hospital. Once the IV was placed, safety button did not retract the needle. Safety did engage after repetitive attempts to engage. 1. What is the date of event? Between 12/62024 and 12/9/2024. 2. Please confirm whether the issue related to the safety activation on these IV catheters. Yes. All were related to the safety activation not engaging properly. 3. Describe any patient harm, injury, complication or negative outcome that occurred because of the event. Delay in patient care. 4. Please share the captured photo of the event if available. I am waiting for any saved product to be sent to me. 5. Confirm the number of occurrences. 25 times.

Manufacturer narrative:
Additional information of fa#.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a delayed safety activation was confirmed, and the cause appeared to be manufacturing related. Used and unused 22g insyte autoguard units were provided for investigation from lot #4229661. A functional test revealed that the needles would fully retract; however, the retraction time of some unused units exceeded the specification limit. The manufacturing personnel were notified of this complaint. Due to a trend that was identified for needle retraction slow complaints, a CAPA was opened to address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.